Event description:
It was reported that the customer had a bolus anomaly on the insulin pump. The customer's blood glucose level was 268 mg/dl. The customer stated that she gave herself manual bolus base on her carbs. The customer attempted bolus through wizard and it give her the difference of almost 10 units. The customer said that starting to feel much better and not used to high blood glucose. The customer was advised to monitor the insulin pump and call back if there is problem with manual bolus in future.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).